Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. Reportedly, the customer was able to fill the cartridge successfully. The customer's blood glucose level was not impacted.